Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 535647. Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7085332. Product family: scs-linear leads: upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7075248 / 7075281.

Event description:
It was reported that the patient had a suspected infection around the lead site. Symptom of rash was noted. The infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.